Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device went into backup mode. The patient was admitted to the hospital until a device replacement could be performed. The device was explanted and replaced and the patient was stable following the procedure. A temporary pacing wire was used during the procedure due to the device being unable to adequately pace for the patient.